Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The electrode involved in the incident was returned. It has been inspected visually but was not in a state suitable for any further testing. Its gel side was stuck to the transparent protective liner on the non siliconized side. It shows a burnt area of 30 x 10 mm located on the low end of the left side of the electrode when viewed from the gel side. Based on the information provided to us no root cause could be determined so far. We have requested additional information on the precise position of the injury on the patient, the electrode's position on the patient, the generator used and more details on the procedure. We will provide a follow up report upon receipt of this information.

Event description:
On (B)(6), we have been informed about an incident at an unknown hospital in (b)(46. A non monitoring dispersive electrode (model rs05) and an unknown generator was used. A patient burn was reported and the involved electrode provided for analysis. The electrode involved in the incident shows a burnt area on the long gel edge of about 10 x 30 mm. No information about the patient, the patient's position, skin preparation, the orientation of the electrode, the generator model and more details on the procedure (energy settings, duty cycles) have been received by us yet despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The electrode involved in the incident was returned. It has been inspected visually but was not in a state suitable for any further testing. Its gel side was stuck to the transparent protective liner on the non siliconized side. It shows a burnt area of 30 x 10 mm located on the low end of the left side of the electrode when viewed from the gel side. Based on the information provided to us no root cause could be determined. We have requested additional information on the precise position of the injury on the patient, the electrode's position on the patient, the generator model used and more details on the procedure. However, no further details were available despite repeated requests. The distributor informed us they had not "received the questionnaire, so you can finish the report". As there is no chance to get additional information required for further analysis, we consider the investigation closed.

Event description:
On april 17th we have been informed about an incident at an unknown hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and an unknown generator was used. A patient burn was reported and the involved electrode provided for analysis. The electrode involved in the incident shows a burnt area on the long gel edge of about 10 x 30 mm. No information about the patient, the patient's position, skin preparation, the orientation of the electrode, the generator model and more details on the procedure (energy settings, duty cycles) have been received by us yet despite of repeated requests.